Event description:
Patient contacted codman to report that on or about 2001 pt underwent surgery for the removal of a benign tumor in the cranium. Over the course of the following year, the surgical site was uncomfortable and there was fluid leaking from the site from time to time. Infection was ruled out. In 2002, the operative site was re-opened and a localized reaciton was apparent. A burr hole cover device was removed and the area was addressed through additional closure methods (unknown type of closure used). It was reported that the surgeon suspects that a foreign body/allergic reaction to the silicone.